Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No no delivery, auto off or low reservoir alarm noted during our testing. The insulin pump had minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of fluctuating blood glucose of 47 mg/dl to 482 mg/dl. Customer treated with injection. Customer indicated that the pump is cracked near the battery compartment. Troubleshooting found that the drive support cap was normal. The customer stated that the site is changed every 2 to 3 days and the pump settings are correct. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer wanted to perform a high pressure test but did not have a clamp and will call back when clamp received to perform the test and further troubleshoot for a possible occlusion. Troubleshooting indicated that a replacement pump is being sent to the customer.